Manufacturer narrative:
(B)(4). Batch # p58a5t. Device evaluation: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were 4 preformed staples inside the pockets. After further analysis the knife was noted to have nicks and the washer half had some indentations; this damage is consistent with the device being fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: what were the indications for surgery? Cancer what healthcare professional fired the device and what is his/her experience with the device? Physician¿s assistant, who stated she is normally the one who fires the device. Was the washer inspected to confirm complete transection? Staff did not hear the ¿crunch¿ were two complete donuts confirmed? No, because the staples were ¿straight¿ and not ¿b¿ shaped can you please provide more details regarding staple form? See above how many counter-clockwise revolutions of the adjusting knob were used when opening the device? Unknown why did the surgeon decide to convert to open? Because they couldn¿t remove the device from the trocar what is the current patient status? Unknown, sales rep will follow up with staff. Additionally, pa stated that she may have stopped mid fire to adjust her grip on the stapler then continued the firing.

Event description:
It was reported that during a colon resection, while performing the anastomosis on the colon by the rectum, the doctor connected the stapler to the anvil, heard the click, dialed down the orange line into the green zone, waited longer than fifteen minutes before closing the trigger but didn't hear the washer break when the trigger was closed. The doctor had difficulty separating the device and noticed the staples were formed. The doctor decided to convert to open, used a second like instrument, followed the same steps and performed the anastomosis successfully. The doctor performed both a camera and leak test and both tests were successful. The procedure was prolonged by three hours. The patient is currently being monitored, to verify a bowel movement is successful.